Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in a tortuous and calcified coronary artery. The opticross hd imaging catheter was being advanced for ultrasound examination of the target lesion. Friction was felt and the catheter prolapsed so this it was unable to be removed. After several minutes, the sheath, guide, and all devices were removed as one unit. The procedure was completed without the use of intravascular ultrasound. There were no patient complications. The patient was admitted to the hospital and is expected to fully recover.